Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, with the limited information provided, the clinical root cause of the irregularity, protrusion, and fractures adjacent to the acetabular component cannot be confirmed. Procedural variance cannot be ruled out.the patient impact beyond that which has already been reported cannot be determined. No further clinical assessment can be rendered at this time. Should any additional, relevant clinical information be provided, the complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural variance and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
(B)(6). It was reported that after a revision surgery to a tha was performed on (B)(6) 2018, the plaintiff experienced left hip pain. A CT scan was performed on (B)(6) 2018, and 1-2 mm acetabular protrusion on the left hip, subtle 1 mm fracture along the inner pelvic brim adjacent to the acetabular implant, and some irregularity of the acetabular rim implant were found. It is unknown if or how these findings were treated. Additional information is unknown. Patient outcome is unknown.